Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the bariatric procedure, the seal of the device was damaged. The product problem caused an air leak, resulting in loss of pneumoperitoneum. Another device was used to resolve the issue. There was no patient injury as a result of this problem. The patient is well.